Manufacturer narrative:
Concomitant medical product; pritubing, mz9226;mz5306; 2n1191, therapy date (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported tubing leaked on a patient who was on tpn, intralipids, and pge. The customer had previously reported the (B)(4) is typically the product that leaks. There was no patient harm.